Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving baclofen (500 mcg/ml at 354 mcg/day) via an implantable infusion pump. It was reported that the patient had a magnetic resonance imaging (MRI) performed on (B)(6) 2020 and was in for a refill today when the hcp noted the alert for the pump being stopped as well as the 48 hour tube set message. It was confirmed that the pump had not been interrogated since the MRI. During the refill they expected 5ml but the actual reservoir volume was 10ml. There were no reports of any alarms or symptoms of withdrawal. The patient was given oral baclofen and the pump was put to minimum rate due to the motor stall. No further complications have been reported as a result of this event.

Manufacturer narrative:
Patient weight at the time of the event provided on 2020-feb-26. Updated to reflect the information received on 2020-feb-26. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) on (B)(6) 2020. It was reported that the volume was filled and programmed at the patient's last refill. In order to resolved the motor stall/tube set, the hcp contact the rep who interrogated the pump. It was verified that the pump was working. The pump was refilled and reprogrammed. The issue was then considered resolved. The pump remained in use and was working normally. The patient's weight at the time of the event was provided. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the device manufacturer representative indicated that after the initial interrogation, the pump logs show a recovery at 12:42 pm on (B)(6) 2020. The caller stated that the pump was brought back to its normal dosing of 354 mcg/day after the recovery. No further complications have been reported.